Event description:
It was reported during in-service training with the getinge sales representative that the cardiosave intra-aortic balloon pump (iabp) experienced an autofill failure. No patient was involved.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h3, h6(type of investigation, investigation findings, investigation conclusions) h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the autofill failure . While troubleshooting the unit, the fse observed a low helium alarm however the helium gauge indicated a half tank. To remediate this issue, the fse recalibrated the high and low pressure helium transducers and completed 30psi transducer calibrations. Additionally the unit successfully completed autofill and continued pumping on internal trigger at 120bpm for approximately 60 minutes without any alarms or abnormal function occurring. Device passed all performance and safety tests according to factory specifications.

Event description:
N/a.